Event description:
A model 326m aspirator failed to meet operating specifications on internal power. It was determined that a defective battery pack caused this failure. No patient was involved. The aspirator was repaired, tested and returned to the customer.